Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The x-ray tube seal needs to be replaced. No additional service information is available.

Event description:
The customer reported that the stenoscop system would not boot up and no image was displayed. No patient injury was reported.